Event description:
The clinician said implant was placed in 2006 and removed three months later, because of bone loss around the implant and mobility. The clinician identified the failure cause as dentist not taken out of occlusion enough.

Manufacturer narrative:
The implant was received with prepped abutment and was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was also compared to a radiographic template (l0110 rev 06/04) and was determined to be a 3.0mm x 12 mm implant.